Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Customer worked with technical support to disconnect tubing and cartridge, tighten connections, and deliver multiple test boluses, and testing showed that occlusion was caused by blockage in cartridge; customer changed cartridge and related supplies as instructed, successful boluses were delivered, and customer resumed insulin therapy with updated supplies.